Event description:
Customer reported the insulin pump stopped and alarmed no delivery and maybe motor error. Customer cleared the alarm and hasn't had issues. Customer blood glucose was not high or low. Customer was not delivering a bolus. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.